Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a multiple sources (manufacturer representative, healthcare provider) regarding a patient receiving un known drug via an implantable pump for non-malignant pain. It was reported that she received a text from a healthcare provider (hcp) requesting assistance. The company representative (rep) stated that the hcp programmed a priming bolus and then the patient went to connect her personal therapy manager (ptm) and got alert 372 (pump memory error) on the handset. The technical service (ts) reviewed the code and stated that it could have been related to a bolus already in progress. The ts recommended attempting to use the ptm once the bolus was complete. The ts recommended that the hcp call the tss if the issue is not resolved so we can check the programmed settings and to advise further. Additional information was provided from a company representative who stated that they were not aware of the cause. However, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.